Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged particles in the tubing/chamber and dry throat irritation / dry skin on the nose there was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust / dirt contamination with degraded sound abatement foam was abserved throughout device enclosure, heater plate and airpath, suggesting a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (#191 err_als_bist) logged. The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the source of contaminations were external to the device. Section h6 health effect - clinical code is updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.